Manufacturer narrative:
On 17-may-2023, mentor became aware that the suspect medical device was manufactured by mcghan. Since the device is not a mentor product, no additional reports will be submitted by mentor for this complaint. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On 22-mar-2023, mentor received additional information about the event. An updated explantation date (B)(6) 2023, was reported. D6b explantation month, day, and year: (B)(6) 2023. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a female patient underwent a breast augmentation revision procedure with an unspecified mentor gel breast prosthesis that ruptured post implantation. It was reported that the right breast prosthesis is leaking. As a result, the patient is scheduled to undergo explantation on 03-apr-2023.

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation review could be performed. Reason for device explant and/or reoperation: breast prosthesis rupture. Explantation month, day, and year: 03-apr-2023. Manufacturer¿s reference number: (B)(4).